Event description:
Sales consultant reports: the patient was originally implanted with matrix hardware by another surgeon on an unknown date. Subsequently, the patient visited the doctor on an unknown date due to experiencing pain and the surgeon discovered, via CT scan and MRI, that the trajectory of one of the screws was improper. The surgeon removed the screw, placed it back in the patient, and repositioned it. Surgeon also removed two rods, one screw and four set caps. Surgeon also decided to fuse a level above the patient¿s previous surgery. As the surgeon was removing the set caps, the drive tip broke into one of them. All fragments were removed from the patient. There was a reported fourteen to thirty minute delay due to the broken driver tip. This complaint is on the t-handle t25 stardrive shaft. This is 1 of 11 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. There are no ncr documents in the DHR; subject item reported in the complaint conformed to all inspections and certification testing. The device was received and the investigation is ongoing. Placeholder.